Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation result(s): review of sterilization and seal strength records did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. Review of the event code "infection" did not identify any ncs or CAPA associated with this information.

Event description:
Patient reported left side "redness, swelling, infection, difficulty moving her left arm," "blood, puss, hole in breast and white chunks about the size of pencil eraser," draining from explant site "left open." Patient additionally reported via regulatory agency "breast red and painful, hole appeared on left breast, fluid leaked from breast," "the type of implant can cause a type of cancer," "hole is draining blood and deposits of some sort and puss" and "getting sicker." Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5089751. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset), abscess, drainage and wound dehiscence. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side "redness, swelling, infection, difficulty moving her left arm," "blood, puss, hole in breast and white chunks about the size of pencil eraser," draining from explant site "left open." Patient additionally reported via regulatory agency breast "red and painful, hole appeared on left breast, fluid leaked from breast," "the type of implant can cause a type of cancer," "hole is draining blood and deposits of some sort and puss" and "getting sicker." Device has been explanted.